Manufacturer narrative:
Two batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that both devices passed visual examination. (B)(4) passed functional testing; however, functional testing revealed that (B)(4) was unable to charge as the battery was sealed. (B)(4) passed another functional testing after it was unsealed by software; the battery was working properly. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed a faulty integrated circuit that controls the battery. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery serial number: (B)(4). H6 method codes(s): 10, 23, 38 h6 results code(s): 120 h6 conclusion code(s): 25 product analysis # (B)(4):the battery passed visual inspection and functional testing. The battery was charged on a battery charger with the battery charger status led¿s changing to ¿green¿ upon full charge of the battery, the battery was charged normally. The battery properly provided power to the test bed setup. Continuation of d11: product ID 1650de lot# serial# (B)(4). Implanted: explanted: medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that both devices passed visual examination. (B)(4) passed functional testing. The reported event associated with (B)(4) could not be confirmed. Functional testing of (B)(4) revealed that the battery was unable to charge or provide power to a test controller. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inoperability of the battery. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery. As a result, the reported event associated with (B)(4) was confirmed. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: an internal investigation evaluated battery main integrated circuit malfunctions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ battery model 1650de serial number: (B)(4), expiration date: 2016-03-02 UDI: (B)(4), not returned to MFR, mfg date: 2015-03-02, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the batteries were not charging. The battery charger was flashing red when the batteries were docked. The batteries were tested in the controller and were not providing power. The batteres were replaced. No patient complications have been reported as a result of this event.